Event description:
It was reported in a hospital implant registration form that the patient developed endocarditis. The entire pacemaker system was removed. It was not known when the infection developed. The patient¿s status is not known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).